Manufacturer narrative:
The reported events of sensing issue and signal artifact/noise were not confirmed. Final analysis found a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the implant procedure it was noted that the right ventricular lead exhibited noise and an unspecified sensing issue. The lead was not used, and a new lead was implanted. The patient was in stable condition.